Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the acetabular cup associated with this report was not received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient underwent left hip arthroplasty surgery in 2016. However, on (B)(6) 2018, the patient had to perform revision of the total hip prosthesis . According to report, the insert luxuriated when patient bent down to pick up an object on the floor. In the review it was seen that the insert was well fitted in the dome, however, with the edge fracture in the insert, found fragment loose inside the cavity. Patient's current state is stable for a surgical post. Fragment within the cavity was removed. Procedure: hip revision. Doi: (B)(6) 2016 - dor: (B)(6) 2018, (unknown hip).